Manufacturer narrative:
There is no evidence of system or component failure and all original components remain implanted and in use. Migration of components is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2024 to treat lower back pain. Upon activating the system the implantable pulse generator (ipg) was not consistently communicating with the external therapy discs, thus not providing adequate pain relief to the patient. Xray imaging found that the ipg had migrated within the pocket. On (B)(6) 2024 a surgical revision was performed to reposition the ipg. No components were explanted or replaced during the procedure.